Event description:
Boston scientific received information that this lead displayed noise and oversensing. It was reported that there was damage to the lead insulation. The patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.